Manufacturer narrative:
Hotline assisted the customer in cleaning up the spill. The customer removed the on board reaction vessels (rv) with assistance from hotline and loaded "fresh" reaction vessels. The customer verified they did not observe any substrate spilled below the rv cover. Service was not dispatched for this event as the issue was resolved during routine trouble shooting with hotline. Use error is the root cause of this event.

Event description:
A customer called beckman coulter inc., (bci) hotline and reported they had spilled a small amount of substrate on top of the access 2 immunoassay system reaction vessel cover. The customer did not report any exposure to the spilled substrate.